Event description:
It was reported that one of the silver levers fell out of the cobra grasper instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed both release levers and the housing detached. The four housing pins and one snap tab are broken off, indicating that the instrument was mishandled. It was determined that the instrument housing most likely popped off during mishandling causing the levers to fall out. Engineering also observed the distal end of the main tube has a deep scratch above the proximal clevis with material removed. Based on the location and appearance, the scratch mark is most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.